Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted as a result of exhibiting an inappropriate shock with no therapy exhaustion and oversensing. Subsequently, a transvenous implantable cardioverter defibrillator (ICD) was implanted. The s-ICD device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported delivery of inappropriate shock and oversensing.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted as a result of exhibiting an inappropriate shock with no therapy exhaustion and oversensing. Subsequently, a transvenous implantable cardioverter defibrillator (ICD) was implanted. The s-ICD device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.